Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-04300 / 04303).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003, and right total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of elevated metal ion levels, pain, swelling, lack of mobility, damage to surrounding tissue and bone, and metallosis. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2003, and right total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reported patient allegations of elevated metal ion levels, pain, swelling, lack of mobility, damage to surrounding tissue and bone, and metallosis. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) study. During post operative monitoring and testing, elevated metal ion levels, and adverse reaction to metal debris were noted. Also noted on the right hip was a malpositioned acetabular cup, fluid and osteolysis. Fluid in the anterior lateral quadrant of the hip measured 16.2x24.2x17.2mm. Additional post operative monitoring revealed a limp, popping, and snapping. These findings were found due to follow up testing, there were no symptoms reported by the patient.